Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "failure code 25". This condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a flogard infusion pump with failure code 25 was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be a failure in the occlusion circuit due to a defective cpu board. Should additional information be received a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4) . The reported condition of a flogard infusion pump with failure code 25 was confirmed and duplicated by baxter personnel. However the cause was not identified. The device was returned unrepaired due to an obsolete part.